Event description:
Initial reporter indicated that a pt who was 7 days post vns implant went jogging and developed a hematoma around the generator after jogging. The pt's surgeon removed the hematoma in 2009, in the generator location. The pt is having no further postoperative complications.